Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the occluder. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during in-service, the cp5 displayed ''electronic clamp failure'' alarm and it was not possible to clear it. There was no patient involvement.